Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath, headaches, nausea, facial rash, dizziness and lightheadedness. The patient was prescribed antibiotics in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused a patient to develop difficulty breathing/shortness of breath and that her lungs are burning. Patient also reported headaches, nausea, facial rash, dizziness, lightheadedness, and nasal/throat irritation or soreness. Assessed as a non-serious event and use of the recalled device could possibly cause or contribute on it. Hence, the device did cause or contribute to a serious injury. The patient was prescribed antibiotics in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.